Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported failure to advance, and the difficulty to remove the catheter were unable to be confirmed; however, the reported catheter damage (kink) was able to be visually confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported failure to advance, deformation due to compressive stress (kink), and the difficulty to remove appear to be related to operational context. The catheter was noted to be kinked in several locations, and the guidewire employed was also noted to be damaged (looped), which are consistent with the reported difficulty advancing, kinks, and difficulty removing the catheter. In this case, it was determined that the user error of advancing the catheter against resistance had contributed to the reported difficulties and observed damage. Information from the field stated the device was advanced against resistance. The opstar instruction for use (IFU) instructs that the ¿resistance is encountered during advancement or withdrawal of the dragonfly imaging catheter, stop manipulation and evaluate under fluoroscopy. If the cause of resistance cannot be determined or mitigated, carefully remove the dragonfly imaging catheter and guide wire as a unit from the patient. In this case, it was determined that the user error of advancing the catheter against resistance caused or contributed to the reported difficulties and observed damage. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: correction medical device problem code 4008 was removed.

Event description:
Subsequent to the previously filed report, returned goods lab confirmed there is no tear or nick noted to the returned catheter.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - against resistance.

Event description:
It was reported that the dragonfly opstar imaging catheter was used during the procedure. However, the catheter was unable to cross the ostium, and became kinked, due to an attempt to advance the catheter after meeting resistance. While attempting to remove the catheter, it was found to be stuck on the guidewire, and had to be removed as one single unit. A nick (damage) was noted on the catheter where the guidewire exits. Another dragonfly opstar imaging catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.